Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via the phone call that they had to press buttons a few times to respond. The customer¿s blood glucose level unknown. The customer also reported that the insulin pump had received unexplained no delivery alert and also had scratches on screen. The insulin pump will not be returned for analysis.